Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. Product was not returned for review. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition as the patient had a history of percutaneous transluminal angioplasty (pta) before inserting impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant in japan reported the patient had lower extremity ischemia on the impella cp side. The patient had a history of previous percutaneous transluminal angioplasty (pta), however the relationship between the ischemia and the impella cp is unknown. The patient suffered from crush syndrome due to lower limb ischemia and the patient outcome worsened. The patient was on impella cp support for 143.75 hours before the patient expired. The relationship between the patient death and the impella cp is unknown.